Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during the implant procedure, the atrial lead could not be inserted into the connector of the pulse generator. After cutting the lead adjacent to the connector pin, the lead was successfully connected and implanted. All measurements were good.